Event description:
A surgeon reported a case of under-correction, following monovision lasik, observed on a patient's right eye. This was observed on the day of surgery. Upon follow up, reporter stated the laser was not at fault, and the reported issue was due to treatment parameters not being entered correctly at the laser. Reporter informed that the case was subsequently retreated, fourteen days after the initial procedure.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).